Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) with blood glucose of 13 mg/dl at the time of the incident. The customer has had extreme lows 3 times. The customer was at 153 mg/dl at the time of the call. The customer experienced symptoms such as dehydration. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer has had highs in the morning of up to 500 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.